Event description:
Patient is reported to have developed a burn on her calves following treatment with the anodyne therapy system which was administered by a health care professional. The patient was treated with silvadene, and is healing.

Manufacturer narrative:
Therapist reported treating this patient for 30 minutes at an energy setting of 9, which exceeds the guidelines provided in our important safety information and instruction manual. The unit involved in this incident has been returned for evaluation, and found to be out of operating specifications, but these findings would not have caused this event. The number of incidents of this type remain within the expected rate for this product based upon the number of incidents reported and the number or units in distribution. Company continues to monitor and trend events of this kind.